Event description:
Covid test kit sample filter clogs so upon squeezing sample tube to apply sample to test strip, filter pops off spewing sample and reagent. Sufficiently experienced in comprehending english and following IFU. Note: no product labeling found to permit end user to contact MFR with problems. FDA safety report ID# (B)(4).